Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise episodes were observed when the patient presented in-clinic for a follow-up. The patient had received inappropriate therapies. X-ray revealed the lead to be dislodged. Lead was explanted and replaced. The patient was doing well after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.